Event description:
On (B)(6) 2020, 3000 ml fluid removed during ultrasonic nebulizer (usn) guided paracentesis. Patient required hemodialysis (hd), diuretics infusion and inotropic support. Patient required inotropes infusion due to worsening right heart failure (rhf) and worsening rhf. Inotropes initiated on (B)(6) 2020. Patient was weaned off all inotropes on (B)(6) 2020. Patient required nitric oxide from (B)(6) 2020 and weaned off on (B)(6) 2020. Last hd was on (B)(6) 2020, renal failure resolved, permacath discontinued. Infection was resolved on (B)(6) 2020. Patient had mean arterial pressure (map) of 112 mmhg on (B)(6) 2020 with low flows. Hydralazine infusion and nitrate and was given. Low flow occurred during hypertension (htn) on (B)(6) 2020. Hydralazine infusion and amlodipine was given. Patient blood pressure was stable on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion a direct relationship between the device and the reported events could not be conclusively determined. The report of low flows could not be confirmed as no log files were submitted for review. Although the cause of the reported low flows cannot be conclusively determined through this evaluation, the center reported that the low flow events were caused by hypertension. Multiple requests for additional information were sent to the customer; however, no additional information was received. Bleeding, cardiac arrhythmia, localized infection, right heart failure, respiratory failure, driveline infection, renal dysfunction, hypertension, and pump pocket of pseudo pocket infection are listed in the heartmate 3 instructions for use (IFU) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Hypovolemia is listed in the heartmate 3 IFU as a potential late postimplant complication. The patient care and management section provides information regarding anticoagulation, including recommended inr values, as well as subsections entitled ¿controlling infection¿, ¿right heart failure¿, ¿measuring blood pressure¿ and ¿blood pressure management.¿ the introduction of the hm3 IFU explains the pump parameters, including flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The hazard alarms sub-section of the hm3 IFU notes that ¿changes in patient conditions can result in low flow, such as hypertension.¿ the alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that hemodialysis was started on (B)(6) 2020 and the patient was extubated on (B)(6) 2020.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was hypervolemic and admitted to hospital for diuresis infusion. Patient also has ascites and will have paracentesis in ir. On (B)(6) 2020, hemoglobin (hgb) was 9.2 g/dl and inr was 1.5. Patient was on coumadin, with no asprin (asa). On (B)(6) 2020 hgb dropped to 7.1 g/dl. Patient received 1 unit packed red blood cells (prbcs). On (B)(6) 2020, esophagogastroduodenoscopy (egd) revealed duodenal ulcers with hemorrhagic erosions successfully thermally coagulated. Anticoagulation continued. On (B)(6) 2020, patient was placed on cefepime infusion with concern that patient was developing resistance to cipro for an unspecified infection. Wound cultured negative. All antibiotics discontinued on (B)(6) 2020. The patient required emergent intubation on (B)(6) 2020 due to worsening respiratory failure. Patient developed acute kidney injury (aki) likely acute tubular necrosis (atn). Continuous renal replacement therapy (crrt) initiated for volume control and clearance. Baseline creatinine 1.5-1.8 mg/dl. On (B)(6) 2020 creatinine was at 4.93 mg/dl.